Manufacturer narrative:
The navlock violet tracker was returned to the manufacturer for analysis. Analysis found that the returned tap is locked into the returned tracker. The tap has seized was not able to remove the instrument.. Analysis found that the reported event was related to a mechanical issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The tap was returned to the manufacturer for analysis. Analysis found that he returned tap is locked into the returned tracker. The tap has seized was not able to remove the instrument.. Analysis found that the reported event was related to a mechanical issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Patient information was requested, but denied by site stating (B)(6) privacy laws. Lot # and mfg date of the tracker provided in appropriate fields. Lot # and mfg date of concomitant tap as follows: 151130 and 11/20/2015. The hospital does not wish to pay for replacement instruments. The suspect instruments have not been returned for evaluation. The customer has been notified the product should be returned.

Event description:
A medtronic representative reported that during a spinal surgery, the tap and violet navlock tracker were used in conjunction with the powerease handle. The surgeon used this combination of products for a sextant case and did so successfully for 2 screws. On the third tap, the powerease started making a noise and the tap would not turn anymore. The powerease could not remove the tap on reverse. He took it out manually from the patient keeping the right trajectory. Unfortunately, they found out that the tap and navlock tracker were totally jammed together. They could not be used for the reminder of the surgery. The last screw was tapped and inserted manually under navigation with navigation. No patient harm occurred.